Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported by resmed (B)(4) that during an incoming inspection, an astral device displayed a battery inoperable error message. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the occurrence of the battery inoperable warning alarms and revealed total power failure alarms. The battery logs and performance testing showed no issues with the internal battery. Based on the investigation results, these device events were due to a depleted internal battery. The investigation also found a single occurrence of system fault 182 indicating a battery communication lost event. Based on the investigation results, this even was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).